Event description:
On (B)(6) 2010, the pt was implanted with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system to treat a 50mm abdominal aortic aneurysm measurements from a f/u visit on (B)(6) 2011 showed the aneurysm diameter to be 36.3mm. Another f/u visit on (B)(6) 2011 showed the aneurysm had grown to 52mm. According to the physician, there was a type ii endoleak causing the growth with no treatment planned.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release spec. Users are made aware of the risks associated with type ii endoleaks in the IFU and was instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.